Event description:
The customer reported being at the emergency room due to high blood glucose of 352 mg/dl. The customer stated that her doctor did not call for the insulin prescription as a back up until the replacement of the insulin pump arrived. The customer stated that she did not take insulin and her glucose level began to elevate. The customer was treated with fluids and an insulin drip. Troubleshooting was performed. The customer stated that the insulin pump alarmed no delivery during the manual prime. Advised the customer to remove the infusion set and reservoir to check the rubber septum for abnormalities and found no damage. The connection between the p-cap and the tubing were secure. Attempted to prime the tubing and the customer received a no delivery alarm. However, the customer was unable to push the insulin with the plunger to verify that the insulin exited prior priming the device. The customer's recent glucose reading was 107 mg/dl. No further info was provided.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.